Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set site issues on (B)(6) 2025 which leads the patient to an emergency department. The site location was abdomen. The patient had an infection as a lump of plum size which was painful and itchy. The patient was treated with antibiotics for the skin infection oral and an in cream too. The patient stayed in the hospital for less than 24 hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.